Manufacturer narrative:
Per the instruction for use (IFU), cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or vascular structures, annular tear or ruptures) are a potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. A vsd is a heart defect that occurs in the wall (septum) that separates the heart's lower chambers (ventricles) and allows blood to pass from the left to the right side of the heart. This type of defect allows for oxygen rich blood to mix with oxygen poor blood. There are multiple patient and procedural factors that alone or in combination that can cause of contribute to this type of defect during percutaneous aortic valve implantation. Percutaneous closure of the vsd may be required to close the communication. In severe cases, cardiovascular surgery is necessary to repair the defect. The thv training manuals instruct the operator on proper portioning and deployment of the valve, including all procedural and anatomical considerations. Physician are extensively trained by edwards before they are qualified to use the sapien thv. Training including screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the this adverse event. The cause of the vsd and subsequent damage to the native tricuspid valve is unknown as addition information was not forthcoming. However, the vsd may be related to patient factors (advanced age, frailty, morbid obesity and severe deconditioning and or procedure factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindication, and the direction conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and excursion above the control limits are assessed and documented as a part of this monthly review. No corrective or preventative action are required.

Event description:
As reported through the patient registry department via phone call from a family member, approximately 1 month post implantation of a 29mm sapien 3 valve in the aortic position via transfemoral approach with the commander delivery system and esheath, the patient expired. The cause of death was reported as vsd after tavr. Received information from facility, the patient was high risk tavr patient with previous mg greater than 75mmhg with end stage copd, morbid obesity and severe deconditioning. The patient had a small vsd postoperatively and was unable to be removed from the ventilator along with the history severe copd. Ultimately, the family chose comfort measures for the patient.